Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with preprocedural bifascicular block, coronary artery disease, relatively preserved left ventricular ejection fraction, and tolerated ventricular tachycardia underwent catheter ablation at the proximal septum. The patient experienced complete av block which was resolved by implanting a system for cardiac resynchronization therapy. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "catheter ablation of ventricular tachycardia as the first-line therapy in patients with coronary artery disease and preserved left ventricular systolic function: long-term results." The purpose of this study was to analyze the long-term results of ventricular tarchycardia ablation in the patients with coronary artery disease (cad), relatively preserved (40%) left ventricular ejection fraction (lvef), and tolerated ventricular tachycardia (vt). The study was conducted between june 2001 and november 2013. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): - 13 patients implanted icds for unsuccessful ablation - 1 patient implant ICD for recurrent fast vt - 1 patient implant ICD for conventional bradycardia indication and worsening of lvef suspect device is an irrigated 3.5 mm tip navistar ablation catheter, however catalog and lot number are unknown. Concomitant products were used during this study: lasso circular mapping catheter, carto mapping system other company's devices were used during this study: bipolar radiofrequency pen or a linear pen device (coolrail, atricure), intracardiac echocardiography (ice, accunav, sieme).